Event description:
The following event was reported to implantcast gmbh: "the femoral spacer did not hold during the operation; both pins broke off. The spacer was then used without fixation. This did not cause any problems during the operation or have any impact on the patient. " follow-up: implantcast gmbh was provided with the affected product on 02/19/2026.

Manufacturer narrative:
According to the description of the event, the fixation pin of a femoral trial spacer broke off during surgery. The fixation pin is supposed to connect the femoral trial spacer to the femoral trial component during trial positioning prior to implantation. The surgery was completed using the affected product. It was reported that the event did not have any health impact on the patient, users or third parties. Implantcast gmbh was provided with the affected product on 02/19/2026. The optical examination revealed that the reported pin has broken off. The manufacturing documents and material certificates of the femoral trial spacer were checked and did not show any errors. Based on the available information, no failure of the design or during the manufacturing process could be determined. The product is made of polypropylene and was in use for more than six years. It can only be assumed that repeated use as intended and temperature fluctuations in multiple sterilization cycles lead to weakening of the material, before it ultimately fractured. The event was assigned to the error pattern "break of the instrument" in the associated risk management.

Manufacturer narrative:
According to the description of the event, the fixation pin of a femoral trial spacer broke off during surgery. The fixation pin is supposed to connect the femoral trial spacer to the femoral trial component during trial positioning prior to implantation. The surgery was completed using the affected product. It was reported that the event did not have any health impact on the patient, users or third parties. The product in question was not sent back to implantcast gmbh, thus, no optical examination could be performed. The manufacturing documents and material certificates of the femoral trial spacer were checked and did not show any errors. Based on the available information, no failure of the design or during the manufacturing process could be determined. The product is made of polypropylene and was in use for more than six years. It can only be assumed that repeated use as intended and temperature fluctuations in multiple sterilization cycles lead to weakening of the material, before it ultimately fractured. However, this can neither be confirmed nor denied due to lack of information. The event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the femoral spacer did not hold during the operation; both pins broke off. The spacer was then used without fixation. This did not cause any problems during the operation or have any impact on the patient. "